Manufacturer narrative:
Leakage at the bond between the female luer to male luer at the distal end of the 011-am6136 assembly was confirmed. The probable cause is an incomplete bond connection between the male and female luer at the distal end of the 011-am6136 smallbore ext set w/6-port nanoclave during bonding assembly in ensenada. A device history review (DHR) could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 11/1/2023.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer generated a leak during patient infusion. The leak was found on this ramp: at the junction between the 7-way ramp and the opaque tubing. The screw thread turns. There were no undesirable clinical consequences and nobody has been hurt. There was no delay in therapy and it was completed. There was no blood loss considered clinically significant. The drug administered was unknown. There was no medical intervention was provided to the healthcare professional. There was no leak who came into contact with the patient. The leak was cleaned up according to facility protocol with no specific kit. There was no patient harm reported.